Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, pain and swelling in the scrotum, it was reported that the pump was exposed. The ipp was explanted and replaced with a tactra. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.